Event description:
It was reported that the customer had air bubbles in the reservoir and a blood glucose level of 317 mg/dl as a result of the air bubbles. Customer stated that the air bubbles show up 2 or 3 times a day. Customer is bedridden and does not get up except to get into the wheelchair to go to the doctor. Customer has done everything but still gets air bubbles. Customer was able to get their blood glucose down to 70 mg/dl at 9 am. Customer resolved the issue by removing the reservoir and getting the bubble to the top. Customer then squirts the insulin until it is gone. Customer wanted to get the pump replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.